Event description:
It was reported that the screen was blank and there was an alarm. There was no message on screen. Multiple attempts were made to remove and reattach cassette, and the pump did not power on. The medication or therapy being infused was 5fu (5 fluorouracil). This event occurred during infusion at patient's home. There was patient involvement and no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.